Manufacturer narrative:
The universal surgical manipulator (usm) 1 was analyzed and found to have error 282. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the instruments were not recognized replicating the reported event. The usm was then installed onto a patient side cart fixture test platform where the carriage switches test was found to be failing on the radio frequency identifier presence. Once testing was completed, the carriage presence pins were tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause in this case is attributed to the carriage presence pins.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) arm#1 instruments were not being recognized and tried a second instrument, but the issue persisted. The procedure was completed with no reported injury.